Manufacturer narrative:
Please note, the incorrect manufacturer (g1) was inadvertently reported in the initial submission. See corrected manufacturer in (g1) of this report.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply (B)(4). Rotor rusty + little shaft to be replaced.

Event description:
In this event it was reported that a contra angle 6:1 for vdw. Gold/silver would not hold files; no injury resulted.